Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the calculated amount of the bolus was incorrect. Tandem technical support reviewed pump data and found that the customer had incorrectly entered 1u: 4 mg/dl instead of 1u: 40 mg/dl for the correction factor. Customer corrected the setting to resolve the issue. Customer's blood glucose was 237 mg/dl.